Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and rupture.

Event description:
Healthcare professional reported left side rupture and "peri-implant fluid." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and "peri-implant fluid." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture and seroma-late was received on april 22, 2020 with lot number 2644478. Visual analysis of the returned device identified: underweight, opening, crease flat. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.